Manufacturer narrative:
Correction: please retract this report 2017865-2025-98094 as the right ventricular (rv) lead should not have been submitted as a medical device report (MDR). The event did not indicate the malfunction was caused due to the right ventricular lead but rather the pacemaker header as reported in 2017865-2025-98093.

Event description:
It was reported that the patient presented at the hospital post-procedure after the initial implant. The patient's right ventricular (rv) lead exhibited high impedance measurements. The physician elected to reposition the right ventricular (rv) lead on (B)(6) 2025. However, the rv lead placed into the rv port at the pacemaker header exhibited high impedance measurements despite multiple attempts of repositioning the lead pin in the header. The pacemaker was explanted and replaced. The patient was stable.